Event description:
It has been reported to philips that the system displayed a tube failure. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system displayed a tube failure. Upon functional testing, the fse determined that the x-ray tube was defective. As a part of repair activity, the fse replaced the x-ray tube. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.